Event description:
During a remote follow-up, an electrocardiogram (ECG) from a device episode had a duration anomaly and a marker anomaly. No intervention has been performed. The patient is stable with no consequences.

Manufacturer narrative:
A software investigation was performed. The reported event of marker anomaly was confirmed. The episode was correctly transmitted as the duration was 14 minutes and 35 seconds; however, an exit marker from a short af episode appeared in the same segm segment that had an entry marker from a subsequent valid af episode. It was determined that the af entry and exit markers were for 2 separate episodes which caused the programmer to incorrectly display the valid af episode as only lasting 10 seconds.